Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no too marks on the device case. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation.

Event description:
Approximately 15 months later this device was explanted for normal battery depletion (nbd) and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a message upon device interrogation indicating the lead safety switch (lss) had been triggered as a result of a pacing impedance issue with another manufacturer's right ventricular (rv) lead. The lss was reset and the lead was tested in both bipolar and unipolar configurations and all measurements were within normal limits. It was reported that this patient was pacemaker dependent.